Manufacturer narrative:
Update to section b5 - describe event or problem. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I stat high sensitivity troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68468ud00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 68468ud00 and complaint issue. In house accuracy testing was completed using panels which mimic patient samples using a retained kit lot number 68468ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I reagent lot number 68468ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I for one patient that was not reported out of the laboratory. The following results were provided (reference range, males: 2.7 ng/l to 34 ng/l; females: 2.7 ng/l to 13 ng/l): (B)(6) 2025, sid (B)(6) , at 06:49 am, initial troponin result= 53.742 ng/l; at 07:08 am, repeat result= 3.838 ng/l; patient was redrawn and at 07:47 am repeat result= 3.971 ng/l. Historical troponin results provided: sid (B)(6), (B)(6) 2025 at 06:50 am= 4.923 ng/l. Sid (B)(6), (B)(6) 2025 at 09:22 pm= 6.341 ng/l. Sid (B)(6), (B)(6) 2025 at 01:11 am= 5.403 ng/l . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I for one patient that was not reported out of the laboratory. The following results were provided (reference range, males: 2.7 ng/l to 34 ng/l; females: 2.7 ng/l to 13 ng/l): on (B)(6) 2025, sid (B)(6), at 06:49 am, initial troponin result= 53.742 ng/l; at 07:08 am, repeat result= 3.838 ng/l; patient was redrawn and at 07:47 am repeat result= 3.971 ng/l. Historical troponin results provided: sid (B)(6), (B)(6) 2025 at 06:50 am= 4.923 ng/l, sid (B)(6), (B)(6) 2025 at 09:22 pm= 6.341 ng/l, sid (B)(6), (B)(6) 2025 at 01:11 am= 5.403 ng/l. There was no impact to patient management reported.